Manufacturer narrative:
Implicated product is catheter. Product received for eval is distal portion of 10.0 fr. Dual lumen, open-ended catheter. Overall length of complaint sample is 14.4 inches. One end of tubing has notched, irregular edge and is presumed to be proximal end as blood stained tissue ingrowth cuff is situated only 5.1 inches distally; remaining 9.3 inches (including cuff) is too long to fit within MFR specifications for placement of cuff (7.1 to 7.9 inches distal to bifurcation). Multi-filament white ligature is knotted tightly around circumference 0.35 inches from proximal end. Blood is noted both externally on catheter as well as visible within each orifice. Distal tip has relatively even edge that is severed at approximately 90 degrees. Complaint of catheter breakage is confirmed. It should be recorded as user-related. Only details complaint file provides regarding damage is that it occurred "inside pt." However, type of damage present and its location (distal to bifurcation, proximal to tissue ingrowth cuff) suggest it may have resulted from external tensile break.

Event description:
The catheter broke inside the pt. No other info is known at this time.